Manufacturer narrative:
Product event summary: the proximal portion of the lead was received measuring 23 cm. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6931-58 implantable tachy lead, implanted: 2005-(B)(6); 4024-58 implantable pacing lead, implanted: 1993-(B)(6); t60a1b implantable pulse generator, implanted: 2005-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead had low pacing impedance. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.